Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:1627487-2018-10431. Related manufacturer reference number:1627487-2018-10434. Related manufacturer reference number:1627487-2020-04286. It was reported that during a lead revision procedure the physician attempted to reposition the leads; however, the physician noted lead migration (related manufacturer reference number:1627487-2020-04291) and lead fracture (related manufacturer reference number:1627487-2018-09119). The physician attempted to place two new leads but was unsuccessful due to patient anatomy. As a result, all implants were removed and the procedure was abandoned.